Manufacturer narrative:
Device issue with inomax (B)(4) was created as (B)(4). The device investigation was completed on 08-feb-2017. The regional service center (rsc) service log review revealed a system shutdown alarm due to ipl failure. Although identified in the service log, rsc did not experience a service required screen during testing. The 50018 main board was replaced as precaution due to the service log findings. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was system shutdown; apparent ipl failure due to main board failure. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2016-00070).

Event description:
On (B)(6) 2017, a respiratory therapist (rt) from the united states called mallinckrodt customer care to report a display issue with inomax (B)(4), indirectly related to the reportable malfunction. The device was not in use on a patient at the time of the event. There was no impact or harm to the patient reported. During routine service log investigation, an internal employee discovered a system shutdown alarm due to apparent ipl failure. Inomax (B)(4) was removed from service and returned to the company for service evaluation. This is being reported as it is considered a reportable malfunction based on the completed investigation.